Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient developed an intra-operative tension pneumothorax which required reopening and chest tube readjustment. Start date of event was reported (B)(6) 2020 with a stop date of (B)(6) 2020 and reported to have resolved without sequelae. No additional information provided.

Manufacturer narrative:
Manufactures investigation conclusion: a direct relationship between the device and the reported pneumothorax could not be conclusively determined through this investigation. It was reported that the patient developed an intraoperative tension pneumothorax which required reopening and chest tube readjustment. It was reported that the patient resolved without sequelae on (B)(6) 2020. No additional information was provided. No product is available for investigation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU lists adverse events that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.